Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a complete pump reset, after which the cgm error code did not appear again, and the sensor session was successfully started.